Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough review could not be conducted as the lot number was not provided. Since no revision has taken place and screw remains in the pt, no further eval can be performed. If and when a revision surgery is performed, a supplemental report will be filed.

Event description:
It was reported to globus that pt has suffered a broken revolve screw. No revision surgery has been scheduled.